Manufacturer narrative:
The hill-rom technician found the siderail end tub was missing the rivets. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the 4 siderail end tube rivets to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail would latch, but would not stay up. The bed was located in the ER at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).